Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log confirmed the reported 'infusion error' as a system error (se) 23501 (board heartbeat failure). Functional testing was performed and the se 23501 was not reproduced. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the se could not be determined. The problem code of se 23501 is a high level notification ¿alerting¿ the user there has been loss of communication between the two (2) processing boards as a signal was not sent within the expected timeframe. This is a non-halting error and will not stop an active infusion. The clinician has the option to continue the infusion or stop the infusion to power cycle and resume therapy which takes less than 1 minute to complete. Based on the hsha-pit it is unlikely that se 23501 would result in death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an infusion error. This occurred during delivery and the patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.